Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Note: the patient received 4 leads from the same lot number. It was reported the patient complains of overstimulation at the occipital lead site (off-label use) when the stimulation is on. The patient was seen by the surgeon and surgical intervention may be taken to address the issue.